Event description:
The sysmex ca-1500 automated coagulation analyzer generated a falsely low d-dimer result (< 0.43 mg/l) on a patient sample analyzed directly from the collection tube. Repeat testing of same sample after being poured into a specimen cup yielded a result of 1.43 mg/l. Qc level I and qc level 2 plasma controls performed within specifications. Following a reagent exchange, the patient specimen was re-run and yielded a result of 9.77 mg/l. The customer account suspected a problem and the sample was sent to an unidentified site for confirmation. A result of 167.3 ug/ml (167.3 mg/l) was obtained at this site using a competitor's analyzer. The customer indicated a delay in treatment occurred since the sample had to be sent out for confirmation of results. The differing d-dimer results observed between the original collection tube and the sample cup suggests possible clotted sample or aspiration of fibrin strands. The reporting institution, however, indicated they saw no evidence of a compromised patient sample.